Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon and it might be due to the physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information and picture from sorc, there was the possibility that this phenomenon was attributed to the external force being applied to the ultrasonic transducer of the subject device. Olympus stated the appropriate handling of gf-uct260 and the counter measures against abnormalities in the instruction manual of gf-uct260.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that during the unspecified timing, it was found that the ultrasonic transducer of the subject device was partially peeled off. There was no report of patient injury associated with the event.